Event description:
Customer reported that during the procedure, the engine weakened, the air is not exhausted and returns to the valve; the failure may be with the manual unit. The engine also is blocked. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, the visual and functional testing revealed that motor did not performed properly because the burrs along the rotor bearing casing were making it impossible for the blades to run. This could be attributed to excessive force exerted during procedures when the casing is under compression with the rotor, leading to the production of burrs ¿ the device was repaired by replacing several components, maintenance and lubrication. The device was returned to the customer on (B)(4) 2013. Placeholder.